Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking. The location of the leak was described as, ¿leaking outside of the green alcohol cap¿. The leak was observed while total parenteral nutrition (tpn) was running. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included pressure testing and clear passage under water testing, and no defects were observed that could generate a leak. Priming and a simulated 7-8 hour therapy were performed, and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: related report numbers - the user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.